Event description:
It was reported that the patient received multiple inappropriate shocks and additional untreated shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) within a few days post implant. The episodes showed oversensing of noise. The s-ICD sensing vector was reprogrammed to primary with two times gain. Boston scientific technical services (ts) was consulted and noted the noise appears similar to air entrapment and suggested further review to determine possible location. Ts further noted that air entrapment tends to dissipate within a few days after implant. Ts did observe other noise that was similar to myopotential and t-wave oversensing. However, the noise that led to the inappropriate therapy was related to the high sensitivity induced due to the oversensing of non-cardiac signals. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.